Event description:
It was reported that patient began experiencing stomach pain in 2006. Pain intensified and pt could not eat or drink without becoming ill. Following multiple trips to the ER, "corrective surgery" was performed in 2007.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.